Event description:
During a nurse's attempt to remove a tiger tube frictional nasal jejunal feeding tube, (length of placement unk), significant damage was done to the pt's esophagus. Turbinates were also pulled out of the nostril with the tubna emergency surgical repair was required. Info provided indicated this event occurred several months to one year ago. Details were limited.